Event description:
Information received by medtronic indicated that insulin pump rail clip was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a crack on the belt clip rail. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, corrosion on battery tube and scratched case. Unit was confirmed for partially broken off belt clip rail, not cracked and corrosion was noted on battery tube. Unit passed required testing. (B)(4).